Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter was stuck in stent occurred. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. During percutaneous coronary intervention (pci), after the stent placement was performed the opticross¿ imaging catheter got stuck during pullback. The physician observed that the opticross¿ imaging catheter got slightly bent and the stent got deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Corrected: event date from (B)(6) 2017 to (B)(6) 2017. (B)(4)

Event description:
It was further reported that the stent damage treatment, a balloon catheter was inserted to the stuck part between the complaint device and implanted stent. The stuck in stent was solved by inflation of the balloon, then the device was removed outside the body. Patient's condition was stable.

Manufacturer narrative:
Updated: ae or product problem, describe event or problem, type of reportable event, device evaluated by MFR.?, method codes, result codes, conclusion codes, eval summary attached, device returned to MFR. And device evaluated by MFR. Device evaluated by manufacturer: the device was returned for analysis. A kink in the imaging window assembly in the distal and a damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Manufacturing process include extensive inspections to ensure that all finished devices meet specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent damage treatment, a balloon catheter was inserted to the stuck part between the complaint device and implanted stent. The stuck in stent was solved by inflation of the balloon, then the device was removed outside the body. Patient's condition was stable.